Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00 mm x 15 mm emerge¿ balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured below nominal pressure. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications nor injury were reported.